Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Scratches were seen on the insulation. The instrument was tested for cracks and failed the insul scan test. The probable root causes are normal wear, improper sterilization methods, and user misuse. Manufacture date not available. (B)(4).

Event description:
It was reported that insulation was cracked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that insulation was cracked.